Event description:
It was reported that an ilet had a cracked and delaminating touchscreen, after which the user experienced difficulty activating on-screen buttons and navigating menus; the device remained powered and synced prior to shut down and will be returned, and the user was advised that the device is no longer watertight and requires replacement. Investigation included complaint handling and device return logistics with user guidance to back up data via the mobile app and to shut down the device to avoid further alerts. Further investigation of this case revealed physical damage to the touchscreen consistent with screen cracking and delamination with impaired touch responsiveness. Symptoms included user-reported interaction difficulty due to impaired touch response without physical injury. Outcomes included interruption to normal device usability requiring device replacement and temporary reliance on alternate cgm viewing through the dexcom app or receiver. It was concluded that, based on previously established findings for similar reports, the device experienced a hardware failure of the touchscreen component resulting in reduced usability, with no reported patient injury and with corrective action consisting of replacement and return of the damaged unit.